Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that that an oily substance was noticed in the insertion tray of the intra-aortic balloon (iab). There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Occupation - manager adult perfusion. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).